Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was not working to charge the implant. The patient said she cannot charge the ins and has had bad headaches and dizzy spells. The patient wondered if something went loose. The patient stated the issues started about a month ago. The patient said she fell and after that jarred herself pretty good and that's when the headaches and dizziness started. The patient said they have a knot in their spine and she hasn't been to a hcp in a while because she doesn't have anyone to go to. The patient said the recharger has been giving her issues for a while now. The patient didn't know when she last charged the ins and when she tries to charge it just blinks on and off. No further complications were reported.